Event description:
Prior to a treatment procedure to place a greenfield vena cava filter, it was noted that there was no taper on the edge of the sheath, and the 'step was larger than normal'. As a result, the physician encountered difficulty when attempting to insert the sheath and dilator into the pt, so decided not to use it. The procedure was completed with another product. No pt injuries or complications were reported.